Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device pins were missing and the gauge could be rotated freely inside the coupling and hence no transmission of rotational force could be verified. The device also failed pre-test for general condition and check the tool coupling. Therefore, the reported condition was confirmed. Device history record shows the lot of product was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. The assignable root cause was determined to be due to component wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the quick coupling device could be grasped to the attachment part of the device but the reamer would not rotate. It was reported that a jacobs chuck was used instead of a quick coupling and proceeded the operation. It was reported that the surgery was completed successfully without surgical delay. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.